Event description:
A pt called zoll customer support to report that he was receiving a service code 204. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was intermittently unable to communicate with an electrode belt. The cause for the crystal oscillator on the monitor (c/a board. The root cause for the cracked y402 component could not be positively identified. No adverse event resulted from the cracked y402 component. The pt received a replacement monitor.